Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.

Event description:
The MFR rec'd info alleging a ventilator was sounding a high oxygen flow alarm. There was no harm or injury reported.